Manufacturer narrative:
During follow-up, the patient reported she did not know the lot number of any products and did not have any to return. She said there was never any defect or malfunction with the ultra 14 products. Her doctor at the time said she should re-use the catheter. She should just wash it in betadine and let it soak then re-use it for an entire month. This is an off label use since the product is labeled as a single-use device, but the patient said she followed her doctor's advice. Over the 11 month period, the patient went from re-using 1 catheter per month to 1 catheter per week to 1 catheter per day, and finally a new one each time. She said she continued to experience the return of the infections while she was re-using them, and at the end, she started using one catheter each incident of catheterization and still became infected.

Event description:
Intermittent catheter patient (user) reported while using the ultra 14 catheters she experienced urinary tract infections (uti's) over the past 11 months and has been prescribed antibiotics over this period. During follow-up, the patient reported her doctor prescribed her an antibiotic, took the full course, but after a short while the infection returned. Her doctor put her on a macrobid as a maintenance antibiotic, but she acquired a yeast infection. She decided to stop catherterization on her own. She has to void a lot during the day but she has been infection free since stopping catheterization.